Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, the trunk cable connector was damaged. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
An (B)(6) year old female pt's daughter contacted zoll lifecor customer support to report that the pt received a service code 204. The pt was issued a replacement electrode belt.